Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, low sensing was noted in the right atrial and right ventricular leads. The device was reprogrammed and the patient will be monitored. The patient was in good condition.